Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was "battery shut down". According to the email from the ssu dated on (B)(6) 2020 a engineer tested the battery of the device in question(demo machine from the dealer). The rotaflow was charged over night. During the test the battery ran for 1 hour. The battery capacity declined from 23.8 v to 23.2 v in that time. The voltage of the battery is sufficient. The engineer could not reproduce the described failure. As a preventative measure the 70101.7188 battery pack with fuse is going to be replaced. The device is back in use. The rotaflow risk analysis version v06 (dms# (B)(4)) was reviewed on 2020-09-16 with following most possible root cause: battery power failure e.g.: * defect batteries * power supply board failure * software error * user forgot recharge * defect of charger unit according to instruction for use (instructions for use / 4.2 / en / 13; chapter 3.3.4 battery operation) following guidelines regarding the battery : -"check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. - during battery operation, the rotaflow console emits an acoustic alarm or a reminder signal (battery voltage between 27.4 (fully charged) and 20.0 v; battery voltage between 20.0 and 19.0 v (low battery)). According to instruction for use (instructions for use / 4.2 / en / 13; chapter 5.6.1 check before every use) it must be ensured before each application that the batteries are fully charged. The reported failure "battery shut down" was discovered during patient transport. The device was directly involved in the incident. The failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Rotaflow shut down during transfer. Battery can not hold charge. Complaint ID:(B)(4).